Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-02009. Follow up information identified the patient stabilized and was able to undergo the trial procedure on that same day (B)(6) 2018. The trial was successful. The patient was not hospitalized. Device information has been added.